Event description:
After one hr into open-heart surgery procedure, perfusionist noticed large bolus of air from venous reservoir to pump head. Tubing was clamped off-air eliminated but pump failed to start. Replaced with second pump.